Manufacturer narrative:
Evaluation summary: the instrument was received in good visual condition. The breakaway washer was present and cut, and there were no staples present. The device was reloaded with staples and fired. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staples were noted to have a proper b-formation. The staple line was noted to be complete.

Event description:
It was reported that during a rectum resection procedure, after firing the device, the surgeon found that only half of the staples had been fired. Changed to hand sewing to finish the operation. There was no patient consequence.